Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was not explanted. The recipient remains implanted. The recipient is using the device. No additional treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance, despite the device testing within normal limits. External equipment was exchanged, and programming adjustments were made; however, the issue did not resolve. Revision surgery has been scheduled.